Event description:
The info provided to sjm indicated a 27mm sjm masters series mechanical valve was implanted in the mitral positon. Post-operatively, it was reported that one of the leaflets had clot formations, resulting in impeded mobility. The pt underwent a re-operation to remove the clots from the valve. The valve functioned appropriately and remained implanted.